Manufacturer narrative:
The dentist reported that the implant did not integrate with the bone and failed to osseointegrate. The device is yet to be returned from the customer for investigation. The patient is reported to be in satisfactory with no adverse event. A follow up report will be provided upon completion of the investigation. However, failure to osseointegrate is a well known inherent risk of the procedure and is not caused by the implant itself. No abnormalities were observed with the implant itself.

Event description:
The dentist reported that the implant did not integrate with bone. An update was received on 01/24/2017: the patient received 3 implants on (B)(6) 2016 at teeth #3,2, and 15. The implants failed to osseointegrate and were extracted on (B)(6) 2016. The patient is stated to have type 1 bone and no preexisting conditions. Also, there was no general bone loss, neither the implant site was infected nor any granulated tissue was noticed in the area. The patient is reported to be in satisfactory condition. No abnormalities were observed with the implant itself.

Manufacturer narrative:
Correction: section b b1: based on the information provided this complaint meets the classification of a malfunction and not a serious injury that was reported on the initial submission. Section d d4: unique identifier (UDI) number added as it was omitted from the initial submission. D5: operator of device addes as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated and there were no nonconformities identified. Returned sample(s)/device inspected: the returned implants were visually inspected and verified to be an inclusive mini implant with o-ball 2.5 mmd x 13 mml implant. No defect or non-conformity was observed. Investigation methods/results: the returned part were inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implants were defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack to osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.